Manufacturer narrative:
It was reported that the device and medical records would not be provided. Review of the device history records indicates that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. A review of the complaint history records indicate that there have been no other similar events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
It was reported that the left hip was revised due to loosening.